Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen timed out intermittently during user interaction. There was no patient involvement as the customer had not begun insulin therapy with the pump. Troubleshooting with tandem technical support was performed and it was reported that the issue was resolved. Customer continued to use the pump for insulin therapy.